Event description:
A user facility medwatch report was received. Reportedly during a procedure to place 3 coronary stents in an unspecified vessel via percutaneous transluminal coronary intervention, when attempting to withdraw a 014 hi-torque balance middleweight (bmw) hydro guide wire from the vessel, the distal 30 millimeters of the guide wire became stuck and the radiopaque portion of the distal tip coils unraveled. An unspecified balloon dilatation catheter was telescoped over the bmw hydro guide wire to assist in freeing the stuck guide wire from the anatomy. There were no reported adverse patient sequelae, however, the procedure was reportedly delayed by approximately 30 minutes. No additional information was provided. User facility medwatch form states: the radiopaque portion at the tip, unraveled. When the physician attempted to pull it out of the pt, the last 30 mm of wire got stuck and the whole tip unraveled. The physician had to take a balloon and telescope it over the wire to free it up. This event lengthened the procedure time by approx. 30 minutes.

Manufacturer narrative:
(B)(4). (B)(6). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted the hi-torque guide wire instructions for use (IFU) states: if resistance is observed at any time, determine the cause under fluoroscopy and take remedial action as needed. Do not push, auger, withdraw, or torque a guide wire that meets resistance. Do not torque a guide wire if the tip becomes entrapped within the vasculature. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - against resistance. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
Subsequent to the initial medwatch report being filed, additional information received indicates the bmw guide wire was not jailed under the implanted stents. The 30 minute delay was not considered clinically significant. No additional information was provided.